Event description:
The manufacturer received information alleging a bipap s/t malfunctioned and resulted in the patient having a decreased blood oxygen concentration and subsequent treatment at a hospital. The patient was reportedly treated for acute respiratory distress and did not require admission to the hospital.

Manufacturer narrative:
The bipap s/t was returned to the manufacturer for evaluation. The device was evaluated and passed all testing and met all design specifications. The device's error log was reviewed and several errors related to excessive patient circuit leak (the customer was unable to confirm the patient circuit configuration) were identified. No errors which would indicate a device malfunction were logged. Through testing and review of the device's error log, the manufacturer concludes the device operates and alarms as designed. The event appears to have been caused by an excessive leak in the patient circuit configuration.